Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-50431.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 400 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.